Manufacturer narrative:
Corrected data: h1

Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Customer experienced an elevated blood glucose (bg) of over 500 mg/dl. Reportedly, the pump died because customer didn't charge it preventing insulin from being delivered. The customer delivered a bolus to treat elevated bg.